Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from june 13, 2022, to june 14, 2022. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph showed fluid inside the device bladder, which suggested a no flow issue may have occurred. Therefore, the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This was discovered prior to patient use. The device was filled with 0.9% sodium chloride and fluorouracil; the infusion volume was 240ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.